Event description:
After deployment of a sapien valve, the patient developed a left bundle branch block. During postoperative monitoring, she became hypotensive and bradycardic. A permanent pacemaker was implanted on pod1. Per report, the patient¿s aortic valve was severely calcified, and the aortic root was moderately calcified. The patient¿s ejection fraction was 65%.

Manufacturer narrative:
Per the instructions for use, arrhythmias are potential risks associated with the overall procedure, balloon valvuloplasty, the potential risks of conscious sedation and/or general anesthesia, and the use of angiography. In this case, although the cause of the bradycardia cannot be confirmed, it is possible that in addition to the procedure itself, procedural medications and the patient¿s advanced age may have contributed to the bradycardia reported. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore, no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.